Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. It was also stated that the insulin pump had critical pump error and backside of insulin pump was cracked. The device will be returned for analysis.

Manufacturer narrative:
Device received with a critical pump error (open book error) due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads.